Event description:
It was reported that a balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified left posterior tibial artery. A 2.5mm x 15mm wolverine peripheral cutting balloon was selected for use. During the procedure, upon second inflation, it was noted that the balloon ruptured in pinhole form at 10atm for 30 seconds. The device was removed using the normal method without any problem. The procedure was completed with a different device. There were no patient complications reported, and the patient was in good condition after the procedure.